Manufacturer narrative:
The reported problem was resolved through troubleshooting with the assistance of olympus technical support via the phone. The reporter identified the likely cause as use error due to incorrectly configuring cable connections to the endogenie and boom system. Upon connecting the cabling correctly, the problem was resolved. The investigation is ongoing and a conclusive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that no image could be obtained when using the olympus, model cv-190, evis exera iii video system center with an endogenie and boom. The problem, as reported to olympus, was identified during preparation for use. The intended procedure was completed using the same cv-190 and a monitor. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the use error could not be identified. Olympus will continue to monitor field performance for this device.